Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
A visual examination identified that the head of the screw on the connector had damage along with minor thread deformity/damage. It was also noted that the pointed set screw had been flattened. Moreover, set screws were not in their proper positions within the connector as they had been removed and incorrectly repositioned by the customer during sterilization prior to surgery. Although the connector accepts rods ranging from 5.5mm to 6.35mm in diameter, it was impossible to fully tighten the rods with the set screws in the improper positions. A review of the device history record found no issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Moreover, a review of the complaint trend analysis found no related complaints of this nature in the last 12 months associated with this catalog number and production lot. Although the root cause cannot be positively determined, the event appears to have been caused by the customer¿s removal and incorrect repositioning of the set screws within the connector during sterilization of the implants prior to surgery. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Event description:
International affiliate reports the connector assembly was used to extend a previously implanted spinal construct. The connector assembly's two set screws had been removed during cleaning prior to the procedure and had been reversed (ie. Incorrectly placed) when reassembled for extension of the construct. As a result, the connector did not properly lock onto a spinal rod which was a competitor's device. Instability of the spine was noted after about two weeks and the connector was removed approximately four weeks post op. It was reported that in addition to reversing the position of the set screw components, the customer had used the wrong size connector.